Event description:
Patient presented to the physician with a persistent bump at the neck incision site since the implant procedure, with occasional drainage. Physician drained the area, revealing wound dehiscence and exposure of the stimulation lead. Physician referred the patient to infectious disease, where antibiotics were initiated. Two weeks later, the patient was taken to the operating room due to suspected infection. Physician removed a portion of the stimulation lead, debrided the neck incision, irrigated both incision sites with saline and antibiotic solution, and closed the wounds. Physician prescribed antibiotics after the procedure was completed.

Event description:
Patient presented to the emergency department with ongoing infection at the neck incision site, despite a recent procedure intended to resolve the issue. On examination, redness and swelling were noted at the incision site, consistent with localized infection. The patient was placed on IV antibiotics. Physician brought the patient into the or a week later and removed the ipg, sense lead, and the remainder of the stimulation lead, and closed the incision sites. Post-operative antibiotics were prescribed.